Event description:
Additional information was received from the patient. It was reported that the device was shocking the patient. The patient felt the tingling everywhere but her right leg. The patient said she was in pain 24/7 and feels like her spine is snapping in and out of place. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the reason for the call was because the caller attempted to interrogate the ins and got a message that the ins was discharged. The caller stated that they tried to start a charging session and got the incompatible ins message. The caller checked and it was not compatible with the ins. The caller confirmed that the patient had another recharger at home. It was determined that this recharger was for the patient's previous ins. Additional information was received from a manufacturer representative (rep) and the patient. The rep reported that the ins was noticed to be discharged on jul-18. The patient reported that they didn't use the ins much as sometimes they lost stimulation sensation on one side of their body from the waist down and it seemed like the stimulation shut off on one leg. The patient said when they were at work, the stimulation would move from one side of their back and then to the other. The patient said this had been occurring for the last couple months and they spoke with the rep about their issues. No further complications were reported/anticipated.

Manufacturer narrative:
Aware date of initial report updated to 2019-aug-02. If information is provided in the future, a supplemental report will be issued.